Event description:
It was initially reported that the patient was having an increase in seizures. Review of clinic notes showed that the patient had high impedance on normal mode diagnostics. Clinic notes dated (B)(6) 2014 stated that there were no recurrent seizures with the last seizure in mid to late (B)(6). The report on the increase in seizures was the same day of the clinic notes which stated there had been no seizures since (B)(6). During the generator replacement pre-operative diagnostics was run which showed that diagnostics were within normal limits. Only the generator was replaced. Attempts for product return and additional information have been unsuccessful.

Event description:
Additional information was received that the explanted generator was discarded and will not be returned to the manufacturer for evaluation.